Manufacturer narrative:
Results of investigation: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms reportedly, the suspected premature curing of the competitor bone cement during the primary right tka, as the most likely root cause. The patient impact beyond those reported events could not be determined. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed and the legion system was explanted from the patient. Surgeon indicated that a product malfunction is not assumed but a hardening issue of the bone cement.

Event description:
It was reported that a revision surgery was performed for an explantation process of a legion rk femur. It is unknown what the reason of this revision was and what the outcome of the patient is. No more information provided at this time.